Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a zelante dvt catheter system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® zelantedvt¿ was selected for a thrombectomy procedure in the left upper arm fistula. The catheter was primed successfully. Aspiration was initiated inside the body for 15 seconds. However, an error message to check saline supply displayed. Aspiration stopped and the catheter was removed and reprimed and would not work at all after that. The procedure was completed with a angiojet solent proxi. There were no patient complications and the patient's condition was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® zelantedvt" was selected for a thrombectomy procedure in the left upper arm fistula. The catheter was primed successfully. Aspiration was initiated inside the body for 15 seconds. However, an error message to check saline supply displayed. Aspiration stopped and the catheter was removed and reprimed and would not work at all after that. The procedure was completed with a angiojet solent proxi. There were no patient complications and the patient's condition was fine.